Manufacturer narrative:
Other applicable components are: product ID: 8703, lot #: (B)(4), serial #: (B)(4), implanted: (B)(6) 1993, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8703, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid (20mg/ml at 9.19mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was brought to the operating room (or) on (B)(6) 2019 for a replacement of an pain pump for normal end of life (eol). Upon pre-op interrogation of the pump, the patient reported no recent changes in therapy. The hcp had the patient positioned supine to access the left abdomen where the pump was located. Upon opening the pocket, clear fluid began to spill out (the hcp suspected drug or csf) and where the pump was removed, the pump connector of the catheter remained attached to the pump leaving the rest of the catheter in place. The implanted intrathecal catheter was separated at the pump connector; the catheter was not attached to the pump. The hcp decided that the catheter had been "comprised" for some time (although there was adequate cerebrospinal fluid (csf) flow from the remaining catheter) and elected to replace the pump segment. The pump segment was replaced with csf flow from the new pump connector and from the catheter access port (cap) of the new pump. The managing physician was contacted prior to updating the pump to confirm the new daily dose (it was determined that the patient was not receiving the actual dose of 9.19mg/day) of 0.96mg/day or lowest programmable simple continuous rate. The patient's family reported falls that may have led or contributed to the issue and were unable to give dates. There were no further complications reported at this time.

Manufacturer narrative:
Device code (B)(4) applies in addition to previously reported codes. If information is provided in the future, a supplemental report will be issued.